Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the patient is currently in the hospital and the patient's wife is requesting a new cycler due to all the draining issues in the last couple months. Refer to qsn # (B)(4). The patient's hospitalization was due to a pd catheter malfunction. The pd catheter was removed because it was not functioning, and the patient has now been transferred to the center for ongoing treatment. No further information could be provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).